Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced in decrease in vision due to intraocular lens dislocation. As a result, the lens was explanted after nearly 7 years of being implanted in the left eye. It was stated that a pars plana vitrectomy (ppv) was also performed at the time of explant due to a capsule tear. The replacement lens was of a different model and manufacturer. The likely cause of the event is unknown and the patient is now said to be stable.